Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens would not stay implanted after insertion. Lens was removed and suture was used to close the incision site. Further information has been requested, but none has been forthcoming. A medwatch supplemental will be submitted when further information is available.

Manufacturer narrative:
(B)(4) - lens would not stay implanted. Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).